Event description:
It was reported that when the nurse picked the inner blister pack up from outer one, the inner blister was broken. The outer was not broken; therefore, the surgeon implanted the exeter stem with the pt.

Manufacturer narrative:
Upon completion of investigation, a supplemental will be submitted.